Event description:
It was reported that the lead dislodged when the physician attempted to cannulate the coronary sinus during the implant procedure. Attempts to insert a stylet to reposition the lead were unsuccessful. A different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. No anomalies were found during analysis. It was noted that the proximal conductor was flattened and blood was on the distal electrode. Visual analysis noted the lead was damaged at implant. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).